Manufacturer narrative:
Product ID: neu_unknown_cath, lot# e26043, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the lot number of the catheter was e26043.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl (600 mcg at 75.06924 mcg/day) and bupivacaine (40 mg at 5.00462 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had uncontrolled pain on (B)(6) 2018. The patient requested a it dose increase. Instead the patient was advised to discontinue use of the ptm and if pain resolves, the patient is likely experiencing hyperalgesia. On (B)(6) 2018, the patient continued to activate all ptm activation and again requested an it rate increase. No changes were made. The patient noted the uncontrolled pain continued. On (B)(6) 2018, the hcp considered rotating to meperidine from fentanyl at the next pump refill, but due to a death in the family, the patient was unable to return to the clinic and instead the hcp provided orders for the home health nurse to refill the pump without changes. On (B)(6) 2018, the patient returned to the clinic for a catheter access port (cap) dye study which revealed scar tissue sheath that had formed at the catheter tip which cleared during dye study. The device diagnosis was catheter occlusion. It was noted the patient occasionally experienced increased pain following ptm activations. On (B)(6) 2018, the it rate was increased and on (B)(6) 2018 the bolus dose increased/it rate decreased. The catheter issue resolved on (B)(6) 2018 but the pain was still uncontrolled with unknown etiology. It was indicated the event was related to the device or therapy. The patient's weight was (B)(6) lbs.